Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00676. It was reported that both of the patients leads show high impedances. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00676, 1627487-2023-01375. Information received indicates that both leads were found to be fractured. Surgical intervention was undertaken on (B)(6) 2023, where both leads were explanted and replaced along with the ipg. Ipg was replaced due to pain at the ipg site. Effective therapy was established post-operatively.